Event description:
Per pt some of his syringes have no markings on them other than a few lines, there are no numbers, adv should have units marked from 10 to 50 per img on bd website of this mdc, per spouse (who has better vision) about 4 or 5 out of a 100 have no numbers just lines, from two separate orders with different lots (3168094 and 3043367), due to pt's poor vision he has incorrectly dosed himself looking for numbers that weren't there. Dose, frequency and route used: subcutaneous. Therapy dates: twice daily. Diagnosis for use: diabetes.